Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a screen that would not unlock, resulting in an inability to access device functions, and a replacement device was arranged; the user¿s blood glucose was reported as 147 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included continued therapy management without alarms or medical intervention. Investigation included remote troubleshooting and review of device function based on user report. Investigation reveals that the device subsequently operated as expected and the user was able to unlock the screen, indicating no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with transient use-related or software behavior not reproducible.